Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. During inspection, olympus confirmed the reported event of red port not connecting to evis machine. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of why the red port is not connecting to evis machine could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera ii ultrasonic bronchofibervideoscope was not connecting to the evis tower during preparation for use. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. Three attempts were performed to obtain additional information, but no response was received from the customer. A supplemental report will be submitted upon completion of the investigation.